Manufacturer narrative:
Block a4: patient's weight is 67.5 kg; reported here as weight exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the gallbladder during a cholangiocarcinoma procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the gallbladder during a cholangiocarcinoma procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient's weight is 67.5 kg; reported here as weight exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation found no damage. However, functional/microscopic evaluation found a pinhole approximately 65 mm from the device tip. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device was inflated without any problem; however, it did not hold pressure due to a pinhole approximately 65 mm from the device tip. Possible that it occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.